Event description:
The dealer stated the c1000t leaked liquid oxygen out the top of the case and returned the unit for eval. Svc technician reported that the fill tube was broken off at the mainfold connection causing liquid oxygen to leak. This malfunction could potentially cause a serious injury if it were to recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr.